Manufacturer narrative:
Amendment corrected fields: b5 describe event or problem h6 device codes.

Event description:
It was reported that this pacemaker was explanted due to a non product experience. There are no allegations against this device. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported.